Manufacturer narrative:
The user reported multiple glucose suspend alerts between 31-may-2025 at 11:48 pm and 02-jul-2025 at 04:35 pm. An RMA was authorized for the return of the sensor. In-house testing confirmed chemical degradation in all sensing areas, consistent with hydrogel oxidation. Additionally, review of sensor data indicated frequent missed reads due to internal electrical communication issues. The combination of these issues resulted in glucose blinding triggered by the system's self-checks, which led to multiple glucose suspend alerts. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 29 sept 2025. G3. Date received by the manufacturer? 29 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231,628. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 02 july 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal.